Event description:
The machine failed autotest. The gambro technical services (gts) rep found that pressure relief valve 3 (prv3) was leaking; the regulator was replaced. No patient involvement was reported.